Manufacturer narrative:
Received one (1) used mc33687 smallbore trifuse extension set w/3 microclave and one (1) used list #unknown microclave. The list# unknown microclave head was broken off in the male luer of the mc33687. A white powdery substance was present, typical of dried up infusate. The reported complaint can be confirmed. The probable cause is due to environmental stress along with an unintentional bending force during use. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not complete.

Event description:
The event involved a 4" (10 cm) appx 0.68 ml, smallbore trifuse ext set w/3 microclave® clear, 2 check valve, 3 clamps (2 white, red), rotating luer where the customer reported that they found cap/trifuse cracked and broken off during patient infusion in the picu at 19:30h. The customer reported that the bed was wet on first assessment; they immediately clamped the line, changed the cap in a sterile manner and cleansed for an extra 15seconds with alcohol. The lines were changed and reconnected. The customer stated that the cap appeared to have white areas as if precipitate had been in the cap. They were running concentrated lasix infusion with maintenance. The date the line was placed was on (B)(6) 2024. The mating device was a double lumen cv line. There was patient involvement but no patient harm was reported as a consequence of this event.